Event description:
It was reported that the patient heard the patient alert and received several shocks due to noise within one day. The lead was replaced. No further patient complications have been reported as a result of this event. A (B) (6) further alleged that the patient experienced inappropriate and/or excessive shocking and lead fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.